Event description:
On (B)(6) 2011, it was reported that an AED was reporting a service code message and that the error did not occur during use. The device's internal history record was received and reviewed on (B)(6) 2011. During this review, it was determined that the AED had been deployed for a rescue attempt on (B)(6) 2011 and that two shocks were cancelled and that the device reported a service code message and had powered off. Additional investigation determined that patient was not resuscitated.

Manufacturer narrative:
Results: the investigation determined that the root cause was due to a false failure of the software check due to interference during charging. A report of correction for this issue has been filed with FDA.